Event description:
It was reported that the atrial lead had high and unstable thresholds. It was noted that the patient had went to the clinic because they had felt something in the middle of the night and wanted to make sure it was not related to their heart. The physician did not feel it was clinically significant at the time. The lead was reprogramed and remains in use, and will continue to be monitored by the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg, implanted: (B)(6) 2013. (B)(4).